Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was not experiencing any pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.